Manufacturer narrative:
One device was returned for repair with complaint of error code 41786. There was no relevant service history. No relevant alarms were found in event history. Visual/functional testing was performed. Confirmed complaint through power up test. Replaced main printed wiring assembly (pwa) board. Device passed all testing post repair.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the pump had error code (ec) 41786. No other information provided.